Event description:
I have breast implants since 2005. Two years after surgery I was diagnosed with an autoimmune disease. A several years later, I been diagnosed with several gi(gastrointestinal) issues, slow digestive emptying, chronic joint pain, osteoarthritis, fibromyalgia, rash, and tested for hemochromatosis. Ferritin test results elevated. Last week I was admitted to the hospital for a severe eye infection. Doctors have told me I may have sjorgren, connective tissue disease. I suffer from chronic fatigue, depression and memory loss. I think my breast implants are causing all my issues. Although, there is no cure for some of my illnesses . After research on bii I believe that removing my implants will solve some of my sickness. My health insurance will not pay for removal of my implants. Please help in approving bii breast implant illness as a disease so that my health insurance and many others can approve breast implant removals. Other blood test drawn during hospital stay (B)(6) 2023. Thank you (B)(6). Ref report: mw5148990.